Manufacturer narrative:
Vyaire complaint number (B)(4). Any additional information provided by the customer will be included in a follow-up report.

Event description:
A customer contacted vyaire medical to report that the unit alarmed vent inop prior to patient use. A review of the event log revealed motor fault error, transducer fault, vent inop, low pip, circuit disconnect issues. There was no patient involvement.